Manufacturer narrative:
Device will not be returned. Results pending completion of the investigation.

Event description:
The customer reported that the alere printer prongs appear burnt and one prong is shorter than the other. Although requested, further information has not been provided. There was no report of any harm.

Manufacturer narrative:
Investigation conclusion: the case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Review of the risk documents for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. The risk of physical injury due to electric shock from a damaged power supply was assessed in the ldx system use fmea (ufmea-100-20411, rev. Aj). The severity of harm was rated as minor (4) and the probability of harm is remote. The risk is considered acceptable. A root cause could not be determined from the available information. Complaints are tracked and trended on a monthly basis.